Event description:
The company received the following report: "when the inner cannula gets locked in place, there is a little extra "play" and swivels a little bit. Trachs are loose and they are having problems ventilating in the operating room." The information provided confirms that recannulation of a replacement was not performed however, patient ventilation was compromised for a short period of time.

Manufacturer narrative:
Attempts have been made to collect further information related to this report. No sample is expected to be returned for evaluation. Without the actual complaint sample being returned a full investigation cannot be carried out.